Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the cat underwent an ovariectomy procedure in (B)(6) 2019 and suture was used. Less than five days post op the animal presented with an inflammatory reaction and eventration. The overlock of the muscular wall with suture was ruptured.